Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was receiving 5000mcg/ml fentanyl at a dose of 1127mcg/day, 25mg/ml bupivacaine at a dose of 5.6mg/day, and 1800mcg/ml baclofen at 405mcg/day via an implantable infusion pump for non-malignant pain and multiple back operations. It was reported on (B)(6) 2017 that a critical alarm occurred but no physician programmer was available. It was stated the sound of the alarm was consistent with a critical alarm. It was reported that the patient stated the pump should not be empty since they just had a refill in (B)(6) and they only get refilled every six months. It was reported the patient gets filled by pentec. Pentec had stated the pump should be empty sometime the day of (B)(6) 2017. The healthcare provider requested that a manufacturer's representative come out to read the pump. No troubleshooting was done. It was reported that patient experienced withdrawals. The patient's father requested that the patients pump be interrogated to determine what alarm had occurred. It was stated the alarm was a one tone alarm that was being heard every hour for about a week. It was reported the patient was out of state at the time. It was reported that one person stated the patient was running out of medicine but that did not happen. At the emergency department it was stated that it was the battery getting low. A rep interrogated the pump and the logs showed a noncritical memory error that occurred on (B)(6) 2017 at 1104. It was stated the patient was at home when this occurred and was not exposed to any electromagnetic interference. It was stated all of the programing was accurate. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.